Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that they went hospital due to high blood glucose on (B)(6) 2017. Customer¿s blood glucose was 600mg/dl in the hospital. Customer stated that the buttons were not working well. The insulin pump will not be returned for analysis.